Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Post-procedure (B)(6) 2015: ck=116 u/l, normal upper limit 173. (B)(6) 2015: ckinase-mb=5.34 ng/ml. (B)(6) 2015: troponin I=0.113 ng/ml, upper reference limit 0.009. (B)(6) 2015: ECG=no new mi. (B)(6) 2015: ck=117 u/l, normal upper limit 173. (B)(6) 2015: ck-mb=5.34 ng/ml. (B)(6) 2015: troponin I=0.136 ng/ml, upper reference limit 0.009. Concomitant medical products: dilatation catheter: trek 3.0 x 20 aspirin, ticagrelor. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the 3.5x18 xience alpine stent was implanted in the proximal left circumflex coronary artery. After stent deployment, a dissection was noted and treated with a 3.0x12 xience alpine stent. The dissection resolved. The patient had an asymptomatic elevation in the creatinine kinase-myocardial band after the stent procedure. There was no treatment provided for the enzyme elevation. The condition resolved. There was no adverse patient sequela. There was no additional information provided.